Event description:
The customer reported that they had problems syncing the left monitor. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep adjust the sync on the monitor and verified the connection. He also changed both monitors. The system operates as intended.